Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter separation occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified superior femoral artery. A 6f guidezilla ii pv long was selected for use. A coyote balloon was used to increase the backup to increase the passability. After the coyote passed the guidezilla ii extension catheter the guidezilla was pulled to apply the balloon. It was noted that the guidezilla ii was trapped in the cto and the catheter became separated at the distal shaft/guide segment at the collar. The detached distal shaft/guide segment was removed from the patient together with an inflated balloon. No severe resistance was felt during removal of this device. There was slight resistance, but the physician did not feel as hard even it was hard due to the tight lesion. The procedure was completed with another of the same. No complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar and polytetrafluoroethylene (ptfe) is separated. There are multiple kinks along the hypotube. There are flat spots on the distal shaft 5.3cm, 6.4cm, and 30cm from the tip. Microscopic inspection revealed that the tip is slightly flattened so it is oval shaped. There is a rub mark on the distal shaft starting 1mm from the tip and is approximately 30.5cm long. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter separation occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified superior femoral artery. A 6f guidezilla ii pv long was selected for use. A coyote balloon was used to increase the backup to increase the passability. After the coyote passed the guidezilla ii extension catheter the guidezilla was pulled to apply the balloon. It was noted that the guidezilla ii was trapped in the cto and the catheter became separated at the distal shaft/guide segment at the collar. The detached distal shaft/guide segment was removed from the patient together with an inflated balloon. No severe resistance was felt during removal of this device. There was slight resistance, but the physician did not feel as hard even it was hard due to the tight lesion. The procedure was completed with another of the same. No complications reported and patient's condition is good.